Manufacturer narrative:
With the available information, boston scientific concludes that the event of high impedances and undesired sensations were caused by lead extension fractures identified during laboratory analysis, which is also a known risk with the use of deep brain stimulation. Device technical analysis: the returned lead extension adapters db-9218-15 serial number (B)(6) were analyzed and x-ray inspection revealed fractured cables # 1 and 8 were fractured after the weld in the distal connector stack. This type of damage typically occurs when excessive tensile force is exerted onto the lead body and connector section of the lead. Bending the distal end could also cause cable fractures in the connector section of the lead. The broken cables are still contained inside the connector. Labeling review: a product labeling review identified that the devices were used per the instructions for use (IFU) product label. Additionally, the IFU states that malfunction of any of the device components or the battery, including but not limited to lead or extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, whether or not this requires explant and/or reimplantation is a known risk with the use of deep brain stimulation.

Event description:
It was reported that the patient experienced high impedances on the lead contacts 1 and 9 and undesired sensations in a non-target stimulation area on her back. The patient has both boston scientific lead adapters and a competitor's leads implanted. The patient underwent a revision procedure and the two adapters were explanted and replaced. After the adapters were replaced, the high impedance issue was resolved. The physician noted that the first contact on both adapters were broken. The patient is doing well postoperatively and has fully recovered.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-adapters, upn: m365db9218150, model: db-9218-15, serial: (B)(4), batch: 7070860.

Event description:
It was reported that the patient experienced high impedances on the lead contacts 1 and 9 and undesired sensations in a non-target stimulation area on her back. The patient has both boston scientific lead adapters and a competitors leads implanted. The patient underwent a revision procedure and the two adapters were explanted and replaced. After the adapters were replaced, the high impedance issue was resolved. The physician noted that the first contact on both adapters were broken. The patient is doing well postoperatively and has fully recovered.